Event description:
A report was received that following an incision and drainage procedure (MFR. Report no. 3006630150-2020-01085), the patient was experiencing shocking sensation even if stimulation was off. The patient was admitted to the hospital. It was unknown if there were any interventions provided.